Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Perforative peritonitis (peritonitis perforative): reporting surgeons' seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeons' causality assessment: probable. Abscess (abscess): reporting surgeons' seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeons' causality assessment: probable. Reporting surgeons' comment: other causative factor for the events was indwelling of a piece of plastic sleeve, internal package of seprafilm. The indwelling of plastic sleeve was considered to be a medical accident, although its timing was unk since one of reporting surgeons placed an eighth part of seprafilm sheet and another surgeon placed other part of sheet.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from surgeons and (B)(6) 2014 from a surgeon at our licensee partner (B)(4) and transmitted to sanofi on (B)(6) 2014. However, both the info was processed together with clock start date of (B)(6) 2014. This case involves a (B)(6) year old male pt who developed perforative peritonitis and abscess whilst receiving treatment with seprafilm. The pt's concurrent conditions included adrenalectomy due to neuroblastoma (neonatal) and cholelithotomy (at age (B)(6)). No medical history, past drugs and concurrent conditions were reported. On (B)(6) 2014, the pt underwent laparoscopic synechotomy for postoperative strangulated ileus, and one sheet of seprafilm (batch/lot# and expiration date: unk) was placed under the adhesiolysis site to reduce the extent and severity of postoperative adhesions following adhesiotomy for adhesive ileus (postoperative adhesion). On (B)(6) 2014 (13 days after placement of seprafilm), the pt developed perforative peritonitis and abscess at small intestine where duplicated the partial area of seprafilm placed. As on (B)(6) 2014, the pt was recovering from the events. No corrective treatment was reported. Outcome: recovering/resolving for both the events.